Event description:
The user facility reported that water leaked from a hose on the washer causing flooding. No injuries, procedural delays or cancellations, or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the circulation hose on the washer developed a split subsequently allowing water to leak. The technician replaced the hose, ran test cycles and returned the unit to service; no further issues have been reported.the washer is under steris maintenance contract and a preventive maintenance was last completed on (B)(4) 2012 when the unit was found to be operating properly including the hoses.